Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was 350 mg/dl. The user addressed bg level with a bolus via the pump. The user successfully loaded new cartridge and reported that the pump would continue to be used for insulin therapy.